Event description:
It was reported that insulin leaked from the cartridge during tubing fill, with approximately 20 units lost initially and subsequent fill attempts consuming the remaining insulin, while substantial bubbles were observed in the cartridge, the pump failed to advance insulin into the tubing, and unusual motor or strain noises were heard; the problem was associated with the reservoir and characterized as a leak. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user transitioned to backup therapy until replacement supplies arrived. Investigation included communication with the user and analysis of information provided by the user, along with troubleshooting to perform larger-volume fills. Investigation of this case revealed leakage at a seal consistent with a device leak affecting the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.